Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.

Manufacturer narrative:
The failure investigation has been completed and the alleged continuous glucose monitor error issue was verified. Based on the analysis, the alleged usb port issue could not be verified; however, a different issue was identified.